Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was positioned in the laa. However, after being positioned the closure device did not meet release criteria and needed to be recaptured. During the recapture of the device the was kinked. The procedure was completed with new devices. No other damage or patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was positioned in the laa. However, after being positioned the closure device did not meet release criteria and needed to be recaptured. During the recapture of the device the was kinked. The procedure was completed with new devices. No other damage or patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with the dilator snapped into the device. The device was bloody. The tip and sheath were microscopically and visually inspected. Inspection revealed a kink in the sheath located 47mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.